Event description:
Patient reported unknown side. Stated "is very painful", "my biopsy isn¿t healing ¿ , ¿it is swollen a cup size bigger¿, "leaking fluid and blood", "my lymph glands in my breast and the in armpit are swollen", ¿my biopsy isn¿t healing¿, "had symptoms of cancer and had a biopsy" and "because of the fluid surrounding the implant the hole will not close up. Its been 4 months and my breast had been leaking fluid and blood the entire time". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events delayed healing, lymphadenopathy, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing, lymphadenopathy, and seroma.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical evet and is not related to the device. Seroma: unable to observe since it is a medical evet and is not related to the device. Bleeding: unable to observe since it is a medical evet and is not related to the device. Pain: unable to observe since it is a medical evet and is not related to the device. Delayed healing: unable to observe since it is a medical evet and is not related to the device. Lymphadenopathy: unable to observe since it is a medical evet and is not related to the device. Additional observations: observed one opening in the anterior side assessed as surgical damage. Crease fold observed on the device. Red particle observed on the device. Yellow particle observed on the device.

Event description:
Patient reported unknown side. Stated "is very painful", "my biopsy isn¿t healing ¿ , ¿it is swollen a cup size bigger¿, "leaking fluid and blood", "my lymph glands in my breast and the in armpit are swollen", ¿my biopsy isn¿t healing¿, "had symptoms of cancer and had a biopsy" and "because of the fluid surrounding the implant the hole will not close up. Its been 4 months and my breast had been leaking fluid and blood the entire time". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.

Event description:
Patient reported unknown side. Stated "is very painful", "my biopsy isn¿t healing ¿ , ¿it is swollen a cup size bigger¿, "leaking fluid and blood", "my lymph glands in my breast and the in armpit are swollen", ¿my biopsy isn¿t healing¿, "had symptoms of cancer and had a biopsy" and "because of the fluid surrounding the implant the hole will not close up. Its been 4 months and my breast had been leaking fluid and blood the entire time". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.